Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump passed the displacement, rewind, basic occlusion, occlusion, and no delivery test. No motor error alarm was noted. The motor passed motor test. The pump was received with cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 562 mg/dl. The customer stated that he treated himself with 25 units of insulin one hour prior to call. The customer stated that the piston has been getting stuck halfway. The customer stated that the pump was not exposed to strong magnetic field or MRI. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.